Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 251 mg/dl. The customer was assisted with the troubleshooting. The customer reported that the display did not return after troubleshooting. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump bolus was programmed on blood glucose. Device not received in manufacturing mode. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display anomalies noted during testing. Monitored with the unit communicating properly with sensor tester and the sensor transmitter; the auto mode feature activated properly. Different blood glucose values from the sensor transmitter are registering properly on the home screen while in auto mode. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No replace battery now alarms, power error alarms or this alarm is generated when a power failure is detected alarms noted in the pump trace download or during testing. Unexpected replace battery alerts noted during testing or in the pump trace download. Monitored for more than two weeks with no unexpected low battery alerts noted. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No blood glucose meter communication anomalies noted. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.